Event description:
During a shoulder bankart repair using a bioraptor, knotless suture anchor, it was reported that the tip of the metal inserter broke. The site for the anchor was prepared using a 2.7mm drill and a guide. The physician inserted the anchor, tapped the inserter with a mallet up to the laser markings, and with a clockwise rotation of the inserter placed the anchor. The sutures unwrapped and the inserter was removed without any twisting action. The physician observed that the metal tip of the inserter dislodged and remained in the patient and was not removed. No patient injuries or complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: one bioraptor knotless suture anchor inserter was returned for evaluation. Visual assessment of the inserter showed the distal tines that interface with the anchor are bent. The tip of the inner driver was confirmed to be broken off. The broken portion was not returned. A corrective action investigation has been initiated to determine root cause and applicable corrective actions for the broken tip. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).